Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler reload fired successfully but was difficult to remove. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The white reload has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The reload was found to have loose staples wedged in between the cartridge. A blade exposed icon and message will appear if the firing sequence is interrupted. The probable root cause of the exposed component can be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on the in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a 60 black reload. Visual inspection was performed and no damage was observed. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
This supplemental is created to update the g2 field.

Event description:
Refer to h11 for follow-up information.